Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2022. During the procedure, slight resistance was felt when the physician advanced the delivery system. The first flange was able to be deployed; however, when attempting to deploy the second flange the physician found that the deployment mechanism moved without tension and the second flange failed to deploy. The physician locked and unlocked the deployment mechanism but the second flange still failed to deploy. The stent was removed from the patient partially deployed and a different size axios stent was use to complete the procedure. There were no patient complications due to this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." It was reported that the catheter length was not wetted prior to advancing through the scope. The hot axios stent and delivery system directions for use state, "wet the entire length of the axios delivery catheter with sterile water or normal saline."